Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However the care giver (cg) reported that the heater bag was loosely connected to the cassette line. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, instructs the patient to check all disposable set connections for a secure fit before beginning your therapy. Furthermore it warns that any contamination of any portion of the fluid path may result in peritonitis, serious patient injury, or death. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a check lines and bags alarm during automated peritoneal dialysis (apd) therapy on a homechoice (hc) device, a care giver (cg) reported that the heater bag disconnected from the set up. The home patient (hp) was connected when the bag disconnected and air entered the set up. Further troubleshooting revealed that the heater bag was not properly connected to the cassette line. A technical service representative (tsr) reviewed proper procedures with the cg and instructed the cg to contact a registered nurse (rn) regarding the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.